Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One device was received for evaluation. Visual inspection found a degraded downstream occlusion seal. Visual inspection was performed and the reported issue was duplicated. The cause of the reported issue was due to fluid ingression. As a result, the main board and downstream occlusion sensor were replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited error code 41781. There was no patient involvement, no patient injury was reported.